Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced skin irritation and infection from the infusion sets and sensors and had to be hospitalized at the end of (B)(6) with diabetic ketoacidosis. The customer stated that the first time was around (B)(6) 2015 and it got worse on (B)(6). The customer stated she experienced high blood glucose and the site showed signs of infection; her skin color was white and greenish and it had swelling. Infusion set area was at the arm and sensor at the abdomen. The customer stated she could only use the infusion set for one and a half days and the sensor for 3 or 4 days before the skin becomes irritated. She stopped using the insulin pump about a week prior to the hospitalization due to the skin infection. Customer was advised to contact her doctor for options.